Manufacturer narrative:
No button error alarm was noted during testing. However, the unit had intermittent button response due to corroded keypad traces. No unexpected numbers ramping/scrolling was noted during testing. No moisture damage was observed on the electronic assembly during a visual inspection. The unit had a minor scratched liquid crystal display window, cracked case at the display window corner and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error after it had been exposed to water. The customer stated that she was on a boat and had a large splash, during which the insulin pump got soaked. The customer's blood glucose was 65 mg/dl. She was unable to review the alarm history due to the button error. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.